Manufacturer narrative:
Final analysis found a false elective replacement indicator trip that occurred due to a transient low battery voltage. The device was extensively tested and noted to have exceeded its projected longevity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature eri. The device was explanted and replaced.